Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. It was reported the needle broke when being dry-fired before using on the patient. The needles are intended to be fired in the irrigation fluid. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed two dissimilar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The affiliate reported via email that the needle did not come back out when the surgeon tried to put out the needle for function check after setting to the device in question during the rotator cuff repair surgery on (B)(6) 2017. Then, the surgeon found the needle was broken. When the surgeon took out another needle, it came out smoothly. It was brand new and the first use when the issue occurred. There was surgical no delay and no harm to the patient. The backup device was used to complete the case.